Event description:
End user called for help with the device not testing the calibration. The complaint was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigtaion.